Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began ¿yesterday¿. The patient manages his diabetes with insulin (unknown type, self-adjuster). The reporter stated that the patient continued with his usual daily dose of insulin (unknown type, 82 units, twice a day) in response to the alleged issue. The reporter claimed, ¿a few days¿ after the alleged issue occurred, the patient developed symptoms of ¿sugar over 400 and blurry vision¿. The reporter stated that the patient did not receive any medical treatment. During troubleshooting, the patient did not have any testing supplies at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.